Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2011 and is normally submitted via an alternative summary reporting (asr) that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 that revealed an out of spec analysis for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, inner tubing kinked/buckled, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient had an infection. The system was removed. No further patient complications have been reported as a result of this event.the lead was returned analyzed and tested out of specifications.